Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17752424l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: smartablate generator us catalog #: unknown serial #: unknown; carto 3 system model #: unknown serial #: unknown non-biosense webster inc. - baylis medical transseptal needle 4.non-biosense webster, inc - st. Jude medical 8f sr0 sheath manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded 1500 ml. Patient was reported to be in stable condition. Patient required extended hospitalization (overnight) as a result of the adverse event to monitor the effusion. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was believed that the impedance spike was the cause of the effusion. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath was a st. Jude medical 8f sr0. Generator was set on power control mode with standard smartablate cut-offs. Ablation was performed along the ridge between the left atrial appendage (laa) and the left superior pulmonary vein (lspv). Generator settings included power at 40 watts with an impedance average in the 130s (ohms). Impedance spiked above the cut-off value of 250 ohms, causing ablation to stop. Power was not titrated during the procedure. Overall ablation time was noted to have likely been a maximum of 150 seconds. Last ablation cycle time at the site of injury was 30 seconds. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure. Last activated clotting time (act) was 341 seconds. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to another catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The impedance issue was assessed as not reportable. If the impedance exceeds the user-selected cut off and the generator stops delivering rf energy as intended, the risk to the patient is remote.